Manufacturer narrative:
Patient¿s height reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: plate (part unknown, lot unknown, quantity 1); intact cruciate screws (part unknown, lot unknown, quantity 5); intact locking screws (part unknown, lot unknown, quantity 3); intact stardrive cortical screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for com(B)(4).

Manufacturer narrative:
This report is for three unknown locking screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Six locking screws were implanted, but it is unknown which were the three that were discovered broken. Provided part numbers: 212.816, 212.818, 212.822 (quantity 2), 212.820, and 2.4 x 20mm locking screw with unknown part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New information received in medical record documents and x-ray and CT images. Patient was treated on (B)(6) 2011 for a comminuted intra-articular right radial head fracture with open reduction internal fixation using a radial head 3-hole locking plate, and 2.4 and 2.0 locking and cortex screws, and dbx demineralized bone allograft. On (B)(6) 2016, the patient returned to clinic and reported experiencing constant and worsening pain radiating from elbow to shoulder, and popping in the elbow. X-rays taken on (B)(6) 2016 revealed a right radial head and neck non-union, some loosening and protruding of hardware, with no new bony abnormalities. Recommendation was removal of hardware right proximal radius and perform a radial head resection as the best treatment for pain relief. The patient then consulted with six different doctors between (B)(6) 2016 and (B)(6) 2016 for evaluation, and all concurred the diagnosis of non-union of the fracture and loosening of some of the hardware. All also concurred with the recommendation of removal of hardware and radial head resection. On (B)(6) 2016 surgery was performed to remove all hardware from the right proximal radius and to excise the non-united radial head fracture. Removed hardware included one plate, five intact cruciate screws, three intact locking screws, three locking screws with the heads broken off, and one start drive intact cortical screw. The three broken locking screws did not break during the removal, but were found in proximal radius. Intraoperative fluoroscopy and palpation confirmed that all fragments of the radial head were removed. Surgery was completed with no complications or delay. There are three devices on this complaint (broken locking screws). Concomitant medical products: unknown k-wires (part unknown, lot unknown, quantity 5); dbx demineralized bone putty (part 058025, serial (B)(4), expiration date february 23, 2013, quantity 2.5cc). This report is for three unknown locking screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. This report is for unknown screw/unknown lot number. UDI: unknown part number, unknown lot number. Date of explant: not explanted. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an attorney has been retained by a patient to investigate a report of products liability. The investigation involves hardware which was manufactured by synthes, inc. And implanted in the patient's right elbow in a surgery on (B)(6) 2011. The patient was seen by a doctor on (B)(6) 2016, who reportedly determined that the hardware had failed, resulting in a need for continual treatment to resolve the issue. Hardware implanted reportedly included: synthes radial neck plate, 3-hole locking plate, 2.0 screws, 2.4 screws, and mtf ((B)(6)) demineralized bone matrix. No further information was provided. This report is 3 of 4 for (B)(4).